Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that randomly when sitting at the kitchen table the stimulation felt painful and uncomfortable. Patient indicated they had to turn down the stimulation and the pain subsided. Patient reported therapy wasn't helping with symptoms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported the circumstances that led to the sudden painful and uncomfortable stimulation were just the setting, and there was no reason for the pain. The patient noted the steps taken to resolve the therapy not working, and sudden painful and uncomfortable stimulation was they had a different remote now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.